Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps. The complaint of primary audible alarm bgnd test was not confirmed while doing occlusion testing. The alarm was revealed in the event log history. Physical condition of the device on arrival revealed, top case has a dent in the bottom by right corner. No fault would be established and has a preventative measure, the speaker and interconnect board were replaced. Device then passed all functional testing.

Event description:
Investigation completed on a smiths medical medfusion 4000 pump and summary is in h 10.

Event description:
Information was received that device had failed bgnd test and had primary audible alarm. No adverse effects reported.